Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the device was received and evaluated.the complaint can be confirmed. It was observed that the active tip of the device appeared activated and saline residue was present in the suction tubing indicating that the device had been previously used. The device was connected to a test generator to test the functionality of the device. The device was activated in both ablate and coagulate modes for several seconds, and neither were successfully activated. There was only beep sound. The device was forwarded to the manufacturer for further investigation into the observed failures. The manufacturer indicated that the active continuity of the device was out of specification. The handle of the devices was opened to further investigate the electrical defects. There was an breakdown in active continuity across the electrical crimp. The evidence observed is consistent with previous devices that have been investigated under CAPA which has identified the components used in the process are not compatible for this method of joining. The devices investigated for this case were produced before corrective action was taken and before design changes were implemented. A manufacturing record evaluation was performed for the finished device lot numbers and product code, and no non-conformances were identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a shoulder procedure when the customer's vapr s90 4.0mm electrode with integrated handpiece was plugged into the generator, the device was recognized but would not coagulate or ablate. The procedure was completed with another electrode using the same generator with no patient harm but there was a surgical delay of three minutes to open a new device. The sales rep was not present for the case therefore could not provide any further information.